Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds varying capture and failed a lead position check, and that the right ventricular (rv) lead exhibited undersensing and loss of capture due to ventricular blanking. The leads remain in use. No patient complications have been reported as a result of this event.